Event description:
According to the reporter, their recorder turned off repeatedly and would not stay on, and sleep mode in which the screen turned off was not functioning properly. It is not stated if there was any patient involvement and the device is under warranty and will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. One delivery device and capsule was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The customer reported that the capsule failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.